Manufacturer narrative:
This event is considered as an infectious corneal ulcer. As there was no product returned or lot information provided, no detailed investigation can be performed. (B) (4).

Event description:
Initial information received on 25 jan 2010, from a distributor, indicated that a pt reported having experienced a corneal abrasion which resulted in a staph infection. Additional information received on 2 feb 2010, indicated that the pt was initially treated in an immediate care facility on (B) (6) 2009. Drawing received of a peripheral corneal ulcer, right eye, with visual acuity noted as 20/40, right & left eye & advised to follow up in 24 hours. Follow up visit performed on (B) (6) 2009 by an eye care professional who diagnosed a right eye corneal ulcer, herpes simplex disciform keratitis & blepharitis. Pre-existing history of cold scores noted. Culture performed. Dilated examination revealed 3-4+ chemosis, 3-4+ injection, trace striae, corneal ulcer inferior to pupil 2x3mm with infiltrate, haze, edema and staining, mce 360, dendrite centrally and inferior. Hypopyon inferior 5+, 3+ flare. Discussed blepharitis & recommended warm compresses, massage, lid scrubs & artificial tears 4xdaily. History of cold scores. Discussed corneal ulcer with hsv, right eye. Advised never ever to sleep in contact lenses again. Treatment start viroptic q2hr, start iquix q1hr, stop ciprofloxacin, start bacitracin ung qhs. Pt to follow up with ecp in (B) (6), no contact lens use, no eye makeup. Multiple visits occurred from (B) (6) until (B) (6) 2009 with several different eye care professionals who revised treatment plan with fortified antibiotics and changed medication due to pt sensitivities during this timeframe. The final visit indicates that event has resolved with a 2x3mm dense stromal scar with 40% corneal thinning. Pt has self-discontinued medications 1 week prior. Best corrected visual acuity 20/20, right eye.